Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she went to go see her doctor due to high blood glucose levels. Her healthcare provider said something was wrong with the insulin pump because it could not be downloaded to carelink. Customer's blood glucose level went up to 400 mg/dl. The customer had bad dizziness. The customer was not wearing the insulin pump at the time of call because her doctor told her not to use it. The insulin pump alarmed no delivery. The customer changed her site but her blood glucose level would not go down. She gave herself an injection with an insulin pen. The device was not returned.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No bolus history anomaly was noted. The pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.